Event description:
A malfunction alarm with code malf 5 was reported, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to put the pump into storage mode and return it using a pre-paid label. A replacement pump would be sent, as the existing pump was within warranty, and the customer would use multiple daily injections as a backup insulin therapy.